Event description:
It was reported that a minicap had a sponge become detached from the cap. This occured before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Device manufactured from 09/11/2014 to 09/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.